Event description:
It was reported by the patient that the patient presented to the emergency room (ER) feeling short of breath and tired. The device lower rate had been set at 80 beats per minute (bpm), but the heart rate was noted to be paced at 65 bpm however the ER was not concerned. The patient later fell, was not sure if it was because of "blacking out" or tripping, and hit the head; the patient was questioning who was responsible for telling the patient the device needed to be replaced. Follow-up with the physician's office noted the device had been interrogated the day before, had indicated elective replacement (eri), and was functioning normally. The device was explanted and replaced, and the patient was encouraged to discuss eri and vvi-65 with the physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).